Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a combined cataract and vitrectomy surgery, after the doctor completed the cataract procedure and began the vitrectomy, the vitrectomy probe was not aspirating efficiently. Although the vacuum was set to the maximum level of 650 millimeters of mercury, the vacuum reached only 368 millimeters of mercury at full foot pedal depression, and the probe was not functioning efficiently. A second new combined procedure pack was opened, but the aspiration issue occurred again. The surgery was successfully completed on the same day after replacing the second product with another one. There was no impact to the patient. This report pertains to second of the two probes involved in this report. Additional information was requested but non-received till date.